Event description:
It was reported that the pacing thresholds of this lead were high. The physician considered repositioning the lead. The lead was explanted. No additional adverse patient effects were reported. Should the lead be returned this investigation will be updated.